Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective g4 speaker assembly (B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, on a follow-up call to dexcom technical support on (B)(6) 2014, patient's mother tested alert functionality and reported alerts were not functional. Dexcom has issued an rga for patient's mother to return the device to be investigated.